Event description:
It has been reported that the zoom stopped working in mid route. It was reported that there was a patient involved, however, there were no adverse consequences reported as a result of this issue.